Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a moderately tortuous and calcified lesion in the lad with 90% stenosis. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The device did not pass through a previously deployed stent. Excessive force was not used during delivery. It was reported that stent deformation occurred in vivo post implantation. It was stated that the stent stretched 4mm when it was released and implanted. The stent remains implanted in the patient and no patient injury was reported.

Manufacturer narrative:
Additional information: the lesion was not pre-dilated. Mild resistance was noted during delivery of the device. Device evaluation summary: device returned for evaluation. The balloon folds were expanded, and contrast was visible. No deformation was noted to the delivery system. The lumen patency was verified with a 0.015¿ mandrel. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: images provided show a lesion exhibiting 90% stenosis in the proximal lad. What appears to be the resolute onyx stent is delivered and deployed at the lesion site. It is not possible to determine from the still images provided if the stent stretched 4mm when it was released and implanted. This would have been easier to determine from moving fluoroscopic images. The only issue observed is that the stent profile, during deployment and once the delivery system is removed, appears to have been impacted by the presence of calcium within the lesion, as there are areas where the stent does not appear to have uniformly concentrically deployed. A second stent is introduced to the vessel and this is deployed proximal to but not overlapping with the previously deployed stent. The final image provided shows the successful treatment of the lesion in the lad. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.